Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08720 inches. No possible over/under delivery anomaly noted. No unexpected prime or fill anomaly noted during testing. Device programmed correct time or date and verify 12 days and no anomaly noted.

Manufacturer narrative:
Clarification was made to the notes in section "event description".

Event description:
The customer ate food to treat low blood glucose levels. The customer experienced low blood glucose levels, not high blood glucose levels as previously reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 36 mg/dl at the time of incident and current blood glucose level. The customer treated high blood glucose with food. Customer also states insulin pump had time clock anomaly. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer alleging over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will be returned for analysis.